Event description:
It was reported that the user¿s dexcom g7 sensor readings were not displaying on the ilet, consistent with a signal loss between the cgm and the ilet; readings resumed automatically during the call and no further assistance was needed. Symptoms included none. Outcomes included no alerts or alarms, no impact to insulin delivery decisions, and blood glucose not affected. Investigation included real-time observation confirming restoration of cgm data to the ilet and user education on signal-loss behavior and reconnection. Investigation of this case revealed a transient communication interruption with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary cgm-to-pump communication loss that self-resolved.